Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported bacterial infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 72 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a bacterial infection of the driveline. The treatment included unspecified drug therapy. The cause of the infection was device related due to the complexities of medical management. No further information was provided.